Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl and diabetic ketoacidosis (dka). The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Reportedly, customer's healthcare provider reported that the original dka contributed to the customer having a heart attack on (B)(6) 2020, however, no issues with the pump, supplies or bg level were observed.